Event description:
It was reported that the coating is peeling off the tip of the wire. Several attempts have been made to obtain additional info on this procedure. No other info or details are available. Pt status is unk.